Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Reportedly, the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level of 700 mg/dl and high ketones that were identified as dangerous by healthcare provider. The customer was treated with intravenous fluids of saline and insulin. Customer was released on 11/24/23 with issue resolved and no permanent damage. A replacement pump was sent to the customer to resolve the issue.